Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle (rv) lead exhibited low pacing impedance and high capture threshold. Which resulted intermittent loss of capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.